Event description:
During a pacemaker implant, the tip of the wire sheared off inside the patient. An unsuccessful attempt was made to snare the tip leaving the wire in the patient. The patient is stable. Manufacturer response for pacemaker, pacemaker (per site reporter) mfg notified by site.